Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient presented to the emergency room and was treated with unspecified antibiotics for a two-week period, reported as ¿went to hospital in the morning for a dose¿. It was not reported if the patient was hospitalized for the event. Action with pd therapy was not reported. At the time of this report the patient was recovering from this peritonitis event, pd effluent was clear and antibiotic therapy was ongoing. No additional information is available.